Manufacturer narrative:
No device/components were received at the manufacturer at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure the surgeon was unable to get a passing registration on a patient, and had to abort navigation for the case. The surgeon "had to move forward without navigation due to not being able to register the patient. The nurse in the room was a fusion certified nurse and followed all troubleshooting and a cause could not be found. They were using their usual bed. Emitter was repositioned multiple times and the emitter details panel was checked. " there was a delay to the procedure of less than one hour ("less than a few minutes"). There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site did not want a system checkout and that patient archive would not be retrieved.